Event description:
It was reported that the pulse generator exhibited a fault code on the latitude monitoring system. Remote analysis confirmed that the device had undergone multiple resets. The doctor confirmed that the patient has been undergoing radiation therapy. Technical services advised that the error will reset the device programmed parameters to factory nominals. The doctor elected to program the device off and place a life vest until the therapy radiation series is completed. The device is now beeping. The entire sicd system was explanted and then replaced with a transvenous system. There were no additional adverse patient effects.